Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1266041 and manufacturing lot #8l00755 in c2 in november 2018 in amount 160 000 pcs on packaging machine p010. Lot 8l00755 was sterilized under sterilization lots # 24a181116, 25a181116, 24a181117, 25a181119. The catheters were assembled under subassembly lot #8l00717 on machine a098. According to g905500 ver 32 section 5.11. Subsection 3 and 4 . Used during production of the lot the visual inspection according to tm-443, tests according to tw-428 test method for visual and tactile inspection of assembled catheter tubing for irregularities were carried during in-process control. Each catheters was inspected. Results of inspection are recorded in relevant forms g90500. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. The correct raw material was used during lot production. No nonconformity had been registered during the production process of the mentioned lot. A query was run against erp number 1266041 on october 21th 2020 which yielded in two occurrence from november 2016 ¿ tw1398293 and tw1399159 . Both complaints were from the same customer. One complaint was received from the customer but two complaints were created in tw because customer made the complaint to two lots. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
MDR: 3005778470-2020-00138 / device 1 of 25. (B)(6). Medical device liaison. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that a ¿patient purchased the female catheter from the pharmacy and while she was using the catheter she faced difficulties while removing it. She informed the pharmacy that she was feeling uncomfortable from the lateral pores when she was removing the catheter and that she was injured and was hospitalized one week because of infection.¿ the end user had to take antibacterial drugs (brand unknown). The end user also mentions "she used several brands of catheters (brands information was not provided) and she informed us that she is facing the same infections with all the brands that she has used since (B)(6) 2019". It was further reported there was trace bleeding and ¿that she felt the pores were stiff.¿ the end user went on to inform that she doesn't know the exact number of catheters that were used from the product lot and the product was sufficiently lubricated prior to insertion. It was noted that the date of event occurred (B)(6) 2020. Additional information attempts were made with no new information received. No photographs depicting the reported complaint issue were submitted by the complainant.